Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was having problems with the implanted neurostimulator (ins). They didn't think it was attached and it was moving all around. It was also reported that it left a bruise on the outside of where the battery was implanted. No further complications were reported or anticipated.